Manufacturer narrative:
The pump was received with a blank display due to missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button, missing display window cover and damaged serial number label.

Event description:
Customer reported via phone call that the insulin pump screen had crack at bottom. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.